Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the 18fr stomach tube was found cracked during a check. There was no patient involved.

Manufacturer narrative:
A device history record review found no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. Six photos were submitted for evaluation. One unused sample with lot number 2030815864 were received for evaluation. The visual inspection was carried out according to procedure. Additionally, a functional test was carried out according to product specifications; when performing the leak test, it was observed that the connector that is attached to the salem tube was detached, which caused the leak. The reported condition is confirmed. The possible root cause was an improvement for the adhesive placement of the adapter. In order to mitigate the risk of detachment/leak the solvent application method was modified to include a specification that assures protruding tips of tube must be covered with solvent for better adherence. Pressure between both components and drying time was increased. Process and visual aids were added to update the application method and personnel were notified of the reported condition and the changes to be implemented.